Event description:
It was reported that there was no liquid in the vial and the lens was dry. No pt contact. Reportedly this issue occurred with six lenses. This report references lens 1 of 6. Reference MDR # 1313525-2015-00684 for lens 2 of 6 involved in the event. Reference MDR # 1313525-2015-00685 for lens 3 of 6 involved in the event. Reference MDR # 1313525-2015-00686 for lens 4 of 6 involved in the event. Reference MDR # 1313525-2015-00687 for lens 5 of 6 involved in the event. Reference MDR # 1313525-2015-00688 for lens 6 of 6 involved in the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.